Event description:
It was reported that an occlusion alarm occurred. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. There was no adverse impact to customer¿s blood glucose level. Customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.